Manufacturer narrative:
Date of event: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin had issues with the gel barrier.